Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye on his last scheduled case for the day. The surgeon reported that it appeared there was no aspiration and tried to divide and conquer (technique). The surgeon was able to cut but the anterior chamber became hazy and then the cornea cloudy over. The surgeon believes he cooked the cornea since later he noticed a burn mark at the wound. He commented that he hasn¿t had this issue in years. The surgeon could not tell if the machine or the nurse contributed to the event. The surgeon was contacted for additional information. Follow up revealed the surgery was complex because of the use of proscar and a small pupil. Healon 5, endocoat, shurgacaine and a malyugin ring were used. When the phaco procedure was begun the anterior chamber become very murky and that is when the surgeon realized there was no to little aspiration. In retrospect, he realized the tip was blocked. This resulted in an excess of heat buildup in the anterior chamber causing the cornea to become hazy. When the surgeon was finally able to see after removing the nucleus and part of the cortex, the capsule was too damaged to support the implantation of a posterior capsule intraocular lens (iol). An anterior lens was inserted but the surgery center did not have a lens glide and the leading haptic trapped the peripheral iris. The wound had to be expanded to insert the a/c iol and then sutured. The patient is presently being followed by a cornea specialist who will proceed with repositioning or replacing the iol. It has yet to be determined if the cornea will need to be repaired as well.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.